Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had an audio anomaly. The customer was unable to change the volume to a lower number. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. The device alarmed a pump error. The customer was able to complete the insulin pump rewind. However, the pump error recurred. Device did not pass the self-test. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in pump history (variableinfo = 3) due to broken trace at pin 1 on keypad assembly.